Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. The catheter body was broken at 5cm proximal of the distal tip. The edges at the break locations matched. At 0.5cm distal of the break location, the catheter body was pinched. At the 0.5cm proximal of the break location, there were two punctures entering the thru lumen. Both balloon windings and balloon latex were intact. The report of "catheter body severed" was confirmed. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It is unknown whether user or procedural factors contributed to the stated event.

Manufacturer narrative:
The product is expected to be returned, but has not yet been received. Upon receipt and evaluation of the device a supplemental report will be submitted with the investigation findings. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during this av fistula de-clot procedure, while the physician was pulling the catheter back, the catheter body severed about two inches below the balloon. The physician used a snare to retrieve the tip of the catheter. No patient injury.